Manufacturer narrative:
Three unused representative samples in sealed packages were returned for evaluation. A visual/microscopic inspection revealed no mechanical or physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A simulated use test was performed by pressing the safety activation button on all three units and the needles on all three units retracted into their safety barrels. The units were turned upside down and shook, the needle did not come back out. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6112780. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that after starting an IV with a 18 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter, the needle that was properly retracted slid out of the device while a paramedic was disposing it and he obtained a contaminated needle stick injury. The paramedic was evaluated in an emergency department and received post exposure lab work. The source patient also consented to and received post exposure lab work. The test results are unknown. The paramedic did not receive any prophylaxis and no other medical interventions were provided.